Event description:
It was reported that during a cholecystectomy procedure, the surgeon reported that clips were not forming correctly when trying to ligate vessels. They were easily falling off. A second device was opened and the same problems continued. An alternative ligation device was used to complete the procedure safely. One of the devices was retained for inspection. Procedure was prolonged 15 minutes. The patient has not suffered any adverse surgical outcomes.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.